Event description:
A dental professional was cleaning a pelton and crane dental light when the light arm broke causing the light head and arm assembly to fall down onto the dental chair. There was no pt in the operatory during this event. There were no injuries reported.

Manufacturer narrative:
The dental light in question is over 25 yrs old. The distributor technician stated a lack of maintenance by the dental facility contributed to this event. Pelton & crane has asked the distributor several times to return the broken arm so we could perform an eval however the distributor will not follow up with our requests.